Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. No further investigation was necessary for this complaint. Patient went to hcp who prescribed antibiotics and cortisone cream, which healed the infection. Patient is currently doing fine.

Event description:
Senseonics was made aware of an incident where patient reported pain and infection at the insertion site. The insertion site was very red and oozing. Patient visited doctor and received antibiotics and cortisone cream. Issue has since been resolved and the patient is doing fine.